Event description:
A customer in the united states notified biomerieux of a contamination issue associated with bact/alert® pf plus culture bottles (reference 410853). The customer reported having a high number of positive results for various candida spp. The positive bottles yielded candida species albicans, intermedia, and glabrata. There were three (3) patients associated with this event. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: a backup made on 20jun18 was provided and, on 06jul18, global customer support (gcs) analyzed the b.40r4 bact/alert 3d backup. Bottle histories and bottle readings from the backup were reviewed for the eleven (11) bottle ids suspected by the customer to be contaminated bottles. The bottle readings were rerun using the gcs algo-tool, and all these bottles flagged positive by the acceleration algorithm at or after 20 hours of incubation. The bottles did not already look positive with a contaminant at the time of inoculation, or they would have flagged positive at about 2 hours after loading by the initial value algorithm [if there was no delayed entry]. Based upon the bottle ID numbers, multiple bottle types were used. The customer did not provide the lot numbers. The information provided by the customer included: · the bottles were loaded on five different days over a period of 14 days. · the three adult patients were in two hospital locations. · there are seven different collection techs for these eleven bottles. · there were three different bottle types involved. Six (6) bact/alert® fa plus, four (4) bact/alert® pf plus and one (1) bact/alert® fn plus. ·these bottles flagged positive on seven different days. · the customer reported three different species of candida [albicans, intermedia, glabrata]. On 19jul18 the customer provided additional information. All patients have had general parenteral nutrition (gpn). Gpn is in the process of being tested for microorganisms in aerobic bottles for 4-7 days and fungal organisms for 28 days. So far nothing has been recovered. The investigative team has reached out to infection prevention to check on the health of the patients. On 01aug18, gcs level 2 requested a follow up with the customer by level 1 customer service . On 08aug18 the customer was emailed questions by level 1 customer service. On 17aug18 the customer stated that their internal investigation is closed and they found the 3 patients had candida infections. The internal investigation team did not elaborate on any additional findings or how the patients were treated. Customer did not have any additional information to share. Manufacturing directions (md) review a review of the manufacturing direction was not able to be performed as the customer did not provide a bottle lot number for any of the three bottle types. Instructions for use (IFU) review bact/alert® pf plus IFU, 9309505 d -2016-04, bact/alert® fa plus IFU, 9312050 e -201604 and bact/alert® fn plus IFU, 9314507 g-2017-11, were reviewed by the investigator on 23aug18. Each IFU has the same precautions and instructions as the bact/alert® pf plus IFU regarding contamination. The IFU for bact/alert® pf plus is shown below. Chemical or physical indications of instability prior to use, the bact/alert pf plus culture bottles should be examined for evidence of damage or deterioration (discoloration). Bottles exhibiting evidence of damage, leakage, or deterioration should be discarded. The medium in undisturbed bottles should be clear, but there may be a slight opalescence or a trace of precipitate due to the anticoagulant sps or the presence of adsorbent polymeric beads; do not confuse this with turbidity indicative of microbial growth. Do not use a bottle which contains medium exhibiting turbidity, a yellow sensor, or excess gas pressure; these are signs of possible contamination. Specimen collection and preparation general considerations 2. Take care to prevent contamination during both bottle preparation and inoculation of the patient sample. Proper skin disinfection is an essential requirement to reduce the incidence of contamination. Bottle preparation 2. Remove plastic flip-top from the culture bottle. Prior to inoculation, disinfect the culture bottle top with an alcohol swab or equivalent. Allow to air dry. Bact/alert pf plus culture bottle test procedure procedural notes and precautions 1. Great care must be taken to prevent contamination of the patient sample during venipuncture and during inoculation into the culture bottle since contamination could lead to a specimen being determined positive when a clinically relevant isolate is not actually present. Laboratory procedure 1. Visually inspect bottles before testing. Do not use bottles with evidence of damage, leakage, or deterioration. Consider bottles with hemolysis, turbidity, excess gas pressure, yellow sensors, and/or evidence of growth as positive. Smear and subculture. Do not incubate unless smear is negative. Product returns no bottles were requested to be returned as a result of this investigation. The bottles were not available as the customer discarded them. Product retains the customer did not provide lot numbers so visual inspection was not able to be performed on the retained samples. Root cause analysis the customer stated that their internal investigation is closed and determined the three (3) patients had candida infections. Since there was no contamination, there was not a failure to investigate therefore, root cause analysis is not applicable. Trend review the complaint is isolated since there are no other complaints for contamination with candida received in the past year across all bottle types.

Manufacturer narrative:
FDA requested the following additional details regarding this MDR: FDA question 1: from the event summary, we believe the candida's could be true positives. Is biomérieux working with the hospital to correlate patient history information with these reports? Biomérieux answer 1: yes we have requested clarification from the customer. There are three (3) patients involved, one(1) was believed to have real infection with candida. All patients have had general parenteral nutrition (gpn). Gpn is in the process of being tested for microorganisms in aerobic bottles for 4-7 days and fungal organisms for 28 days. So far nothing has been recovered. The investigative team has reached out to infection prevention to check on the health of the patients. An internal investigation is underway and another supplement report shall be provided once the investigation is completed.